Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Only a photo attached to the file was available for review. Photo review was provided by a company physician. Not enough information was provided from the account for further investigation. The one photo of a dilated pupil showing opacification of remnants of anterior capsule and multiple light scattering artifacts/apparently microvacuoles in iol body that may be compatible with glistenings. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional information. There are two medical device reports associated with this patient. This report is for the right eye. (B)(4).

Event description:
A doctor reported following an intraocular lens (iol) implant procedure, he noted significant haze and glistening of the lens which is causing poor quality of vision for the patient. Additional information has been requested.